Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered an interruption of infusion on (B)(6) 2011. It is unknown when or in which care area this event occurred. There was a patient involved, but no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The condition for a colleague infusion pump with "infusion stop during use" was not confirmed and not duplicated during product evaluation although a failure code 814:01 occurred during servicing. Upon review of the event history log, failure code 808:02 was the last failure to occur prior to device evaluation. 808:02 is also in the same grouped problem code as the reported non-delivery. The cause was not identified as the only parts replaced during service were the main batteries, which is not a known cause of failure code 808:02. Therefore, no assignable cause could be provided for this condition and no repair was necessary.